Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was in overdischarge as they hadn't charged for a year. The rep attempted three triple charges to try and jump start the battery and a normal charge screen would not appear. The issue was not resolved at this time. It was reported that the actions taken to resolve the overdischarge were multiple attempts to revive the battery, which were unsuccessful. The overdischarge has not been resolved and the patient is requesting a battery replacement through their managing physician. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.